Event description:
In 2009, a company representative stated the patient had blood glucose readings above 600 mg/dl. The patient believes that this is an infusion site issue. The patient told the company representative that she has had to change her infusion site daily. Further attempts to contact the patient have been unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.